Manufacturer narrative:
The philips remote service engineer (rse) assisted the customer with their request for a quote for a new speaker module. The customer did not accept the quote. Therefore, the reported problem could not be confirmed, and the root cause could not be identified. H3 other text : see h10.

Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporter phone number: (B)(6). E1: reporting institution phone number: (B)(6).

Event description:
The customer reported the device displays a speaker malfunction error message and does not produce audible sound. The device was not in use on a patient at the time of the event, there was no patient involvement.